Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that patient orders were not crossing over. The technical support specialist (tss) dialed into cce ihsabresmlp2 (2019 cce 1.7.5 prod) at 10.229.14.96 and found the cce service had stopped on 12/18 at around 21:07 cst. Checked logs and identified piedbmgr failed to open a connection to cfn_cce_deployment. Updated the recovery options for both services to restart on first and second failures, stopped the system service, and rebooted. The system came back online with cce services running and messages processing successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the patients and orders failed to crossover the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.